Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction, which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the qc process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (B)(4) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new info becomes available.

Event description:
It was reported that a small amount of blood was observed leaking from the gas exhaust of the device during a post-cardiotomy ECMO case. The device had been correctly primed and deaired with the usual quantity of saline. Later the leakage slowed down and was more of a pink color. Total blood loss was approx 400 ml. Total ECMO time was five hours and 30 minutes. No blood transfusion was needed. The pt expired, but it was reported that the death was not related to the leakage, but rather related to the former surgery. Gas exchange and blood flow had been adequate during the treatment, despite the leakage. ECMO - extra corporeal membrane oxygenation. (B)(4).